Event description:
A customer contacted beckman coulter regarding an erroneously high accu tni result that was generated by the synchron lx I 725 instrument. The customer indicated that the accu tini result was 1.19ng/ml. The result was not reported out of the lab. Per customer protocol, all elevated results are repeated. The customer repeated accu tni test on synchron lx I 725 instrument. The repeated accu tni result was 0.00ng/ml. The customer tested the pt original sample for accu tni on another instrument in their lab. - the accu tni result was 0.00ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.